Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator shown error 233001, 233003,and 331001. And self test failed. No patient involvement